Event description:
It was reported that the customer was receiving no delivery alarms. The customer was also hospitalized in 06/2014 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl. The customer expressed nausea, thirst, bad urine color and vomiting as symptoms of his high blood glucose levels. The customer was treated with an IV drip of insulin and fluids. The customer was wearing the insulin pump at the time of the event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.